Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Evaluation of the device has begun, however, has not yet been completed. Upon completion of the evaluation a follow up medwatch will be submitted.

Event description:
A nurse reported to baxter (B)(4) that a transfer set separated from a solution bag during a home patient's therapy. The nurse reported that tubing was caught on the leg of a chair and the separation occurred unexpectedly. The transfer set had been used for 120 days. There was no patient injury or medical intervention. No further information is available at this time.

Event description:
Pt was receiving IV medication through curlin 4000 cms pump, serial number (B)(4), and pump did not function as programmed. Pump was to deliver medication dose every 8 hours and pump was showing that it did deliver doses, when in fact the pump had not delivered any doses. Dates of use: (B)(6) 2010.

Manufacturer narrative:
(B)(4). One used partial transfer set was received with spike, light blue body, and sleeve in reference to separated. The partial set was visually inspected and noted that the light blue body, white sleeve and spike were all separated from the silicone tubing. It was also noted that the silicone tubing was separated from the light blue body of set. This report was confirmed in the lab. A batch review was not performed due to unknown lot number. Based on the information obtained from baxter?s investigation, the root cause of the separation was due to the tubing tangling in a leg of a chair. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.